Event description:
It was reported that the insulin pump alarmed button error. Customer also reported that insulin pump may have been exposed to moisture. The blood glucose reading was 260 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube, missing end cap sticker and cracked case near the display window corners. No button error alarms noted. However, corroded keypad traces noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).